Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib cycling using the returned battery without duplicating the report. An internal inspection of the device found no discrepancies. The device log was erased prior to return, so it could not add value to the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.